Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call sensor and needle anomaly. Customer advised the sensor was defective when they inserted it into their body. Customer advised when they opened the package the needle fell out and when they attempted to put it back on it snapped. Customer was advised that the sensor would be replaced and agreed to return the sensor for analysis.